Event description:
The type of procedure being performed was a coronary angiogram. The procedure sheath size used was a 6fr sheath. A pre-deployment angiogram performed. Upon deployment of the angio-seal device into the right femoral artery, the suture was not fixed to the device. Therefore, when attempting to tamper back, the suture slipped straight from the tamper device and the cardiologist had to gather the suture and loop it through their fingers to deploy device. An immediate hematoma developed at the site. Following the procedure the patient had a reduced peripheral perfusion distally post deployment. Distal peripheral vascular disease (pvd) was evident on the doppler ultrasound the following day, however no significant stenosis was evident above the knee. The doppler ultrasound confirmed pseudo aneurysm at the angio-seal insertion site. The patient was transferred to svph for thrombin injection to resolve the pseudo aneurysm. There was no blood loss.

Manufacturer narrative:
It was inadvertently initially reported as a product problem; however, adverse event should have been selected, and has been corrected. Therefore, adverse event has been updated to required intervention to prevent permanent impairment/damage (devices). Patient race - australian. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that when the angio-seal device was deployed, the insertion sheath and device detached from the suture. The suture was then grabbed, manual tension was applied, and the angio-seal was deployed. It was found that the patient had altered perfusion to the lower limb and further investigations revealed a pseudoaneurysm.